Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the following: they do not think their pump is delivering their basal rates correctly as during the last two nights patient woke up with blood glucose (bg) levels of 36 mg/dl and 38 mg/dl. Patient was experiencing moderate shakiness and sweatiness with their low bg's, and treated by eating carbohydrates. Customer support found the patient had set time in the pump incorrectly - it was showing am instead of pm - and assisted patient in setting time correctly. This complaint is being reported because the patient experienced hypoglycemia while on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: during investigation, a review of the black box showed that the time and date reset to default following a pump reboot at 5:20 pm (B)(6) 2013; the time was then manually set to 8:36 am on (B)(6) 2013. The daily insulin delivery totals appear to be inconsistent due to the time/date issue. The pump passed the flow accuracy test successfully and was found to be delivering within required specifications. The pump¿s time and date was set and the pump exercised for 24 hours. When the battery was removed and the pump left without power for 6 hours, it was found the time and date returned to default settings when the pump powered on. The pump was opened and the internal clock battery was found to be leaking. Investigation found that use error contributed to the adverse event due to the patient setting the time incorrectly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.